Event description:
Analysis of the returned device found the catheter's shaft to be separated. There was no consequences or impact to the patient.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Visual analysis of the returned device found the microdelivery catheter had been cut on its distal shaft at approximately 3.4cm from its distal end with a sharp object. The catheter's proximal shaft was slightly kinked and stretched on its proximal shaft both under the strain relief and distal to the strain relief. The catheter proximal shaft outer tubing was stretched and separated, but the inner braided tubing was still intact. The stabilizer was kinked 24.0cm from the proximal end. The stabilizer was kinked and separated at 26.5cm and 36.5cm from its proximal end. The stabilizer was jammed in the microdelivery catheter. Attempts made to pull the stabilizer out of the catheter were not successful. The stabilizer section of the proximal shaft, middle and distal shafts remained in the microdelivery catheter. The rhv (rotating hemostatic valve) was examined and no anomalies were observed. The reported issues are indicative of high friction during stent deployment. The root cause of high friction during deployment cannot be definitively determined in this case. Identified possible causes are: highly tortuous anatomy; inadequate flush; manufacturing defects in stent loading. As these are considered to be an anatomical factor, a probable root cause of operational context was assigned to the complaint.